Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the cardiology fellow was advancing the intra-aortic balloon (iab) bedside because a chest x-ray revealed that it had migrated. While the fellow was manipulating the iab, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. All attempts at regaining the signal failed. They had the inner lumen of the iab transduced and were using it on the cardiosave. The customer was instructed to remove the fiber optic connector from the iabp and to keep it unplugged. It was noted that therapy was never interrupted. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional reporter: (B)(6). Updated device available for eval? From yes to no. Added type of investigation 4115. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).